Event description:
The pt received her scs system which included a surgical lead and an ipg on (B)(6) 2008. The pt reported that the first time she recharged her ipg, she was not able to walk for two days following the recharge. The pt experienced this same phenomenon when she recharged her ipg approx 18 months later. During this recharge session, the pt also reported she felt random shocks at her ipg site. The pt's charging system was replaced by the MFR. Additional info provided by the pt's physician, revealed the ipg remains in use. The MFR's device registration system confirms the ipg remains in use. No additional info is available.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.